Event description:
It was reported that the patient was taken to the ER after fainting. Review of segm showed an episode with arrhythmia, syncope, and cardiac arrest. The clinician noted the episode occurred just below the lower cut off rate and was not detected by the device. The patient went into cardiac arrest and CPR was administered. Programming changes were performed by the clinician. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.